Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic with palpitations. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing. The oversensing was not reproducible in clinic via plyometric exercises or device manipulation. No programming changes were made. The patient was in stable condition.

Event description:
New information received notes the initial reporter was nurse practitioner ann harris and the weight was unknown.